Event description:
Spouse called lfs in 2002 alleging that the customer's ot fasttake meter reads inaccurate high, which resulted in spouse being treated by the ER. "Due to spouse said the high reading on fast take was taken from finger. But does not known if blood was taken from finger or arm at the hospital. Spouse said back in 2001, the customer had a high reading was passing out. Spouse called 911 and customer was rushed to ER at the hospital. At the hosp customer was low and treated. Spouse said expiration date is 1/02 and inform caller strips are outdated to get new strips."